Event description:
It was reported that during an attempted ptca/stent procedure, the guide wire was thread in a false lumen and it remained entangled in the coronary wall. The physician pulled the wire back but the tip of the wire remained in the patient. A second procedure was performed and the separated tip of the previous guide wire was imprisoned between the coronary wall and the implanted stent.